Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a black screen. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was reproduced at the inspection result by the repair department, it is presumed that reported suggested event occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.